Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging wires in the cable. Also the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the strained cables was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.